Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant attempt, the setscrew was loosened too far on the implantable pulse generator (ipg) device and was impossible to fix. The device was removed and replaced with a new one. No patient complications have been reported as a result of this event.